Manufacturer narrative:
(B)(4). (Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The pt was positioned supine with the feet first into the scanner and was scanned with the sense cardiac coil. Immediately after the examination a second degree burn on the inside of the thighs was observed.